Manufacturer narrative:
Product event summary: the data files were and balloon catheter, 2af283 with lot number 33883, were returned and analyzed. The data files showed at least fourteen applications were performed with the returned catheter and two applications were performed with a different catheter. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to a 50006 system notice on the console connection. Dissection/ pressure testing did not show any leaks or traces of blood inside the catheter. Additionally, the blood detection board failed the functional testing. In conclusion, the system notice was confirmed through testing; however, the report of visible blood was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Additionally, blood was observed in the y-connector. The balloon catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.